Event description:
Technician alleged that the bed is not communicating with the nurse call system. No pt impact.

Manufacturer narrative:
The technician replaced the communication cable to resolve the issue.